Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips prefired and fell into the pt's cavity. The surgeon was able to retrieve the pieces and used another instrument to complete the procedure. The hosp has reported no pt injury occurred.